Event description:
The technician alleged that the brake would not hold on this bed. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.